Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements leading to a lead safety switch. This lead was also noted to have exhibited noise and muscle stimulation. Further evaluation is expected at a future date. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).